Event description:
One pt sample with discrepant tsh results. Initial result was 0.2 or 0.4 ulu/ml. Pt data was not provided to confirm actual initial tsh result. Repeat result was 2.3 miu/ml. No erroneous results were reported. The field service representative was unable to determine the cause of the discrepancy. Performance tests were performed which were within specifications.